Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump resets itself before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump got wet and the pump has a blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents and passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was monitored and no unexpected low battery alert alarms, blank display or pump resetting occurred during testing. No moisture damage was found on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection and no damage was found on the lcd isolation tape during visual inspection. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a missing end cap sticker, and a scratched reservoir tube window.